Event description:
An occlusion alarm was reported. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin administration. Subsequently, a replacement pump was sent to the customer.